Manufacturer narrative:
(B)(4). Date of initial report: 03/28/2012. Date of follow-up report: 07/10/2012. Initial report sent under MDR number: 1717344-2012-00445. The footswitch activation of the incident device was acceptable but there was intermittent function of the handswitch when the activation button was pressed. An "end of cycle not reached" message was displayed, prompting the user to reactivate the device. Additional functional testing was performed with the returned device on porcine kidney tissue and intermittent activation caused frequent regrasp alarms. When the switch did make good contact, the device produced visually acceptable sealing results. The device was disassembled and the switch post was found to be broken. This caused the post to intermittently contact the internal switch domes which, in turn, caused intermittent activation. It cannot be determined when or how the switch broke. We were unable to confirm the customer's report of an end tone with no seal.

Event description:
The customer reported that the device was activating intermittently. On some occasions, the device activated and end tones, indicating completed seal cycles, were heard, but minor bleeding was seen at the seal site. There was no patient injury.